Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic lymphocele procedure, the surgeon was inserting the trocar superior to the umbilicus and could not get it through the posterior sheath, so he removed the trocar and used his fingers to blunt dissection. The surgeon reinserted the trocar and finished the case. In recovery, the patient had complications later then was taken back to surgery. Post-op a rupture at the iliac was found, the patient expired. However, it is unknown when the patient expired.